Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in an unspecified coronary artery. A universal balance middleweight guide wire became separated in the anatomy, and the separated portion was embedded with an unspecified stent. There were no reported adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned guide wire and the reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported material separation appears to be related to operational circumstances of the procedure. Based on the reported information, it is likely that manipulation and/or inadvertent mishandling of the guide wire during the procedure, the guide wire tip kinked and separated. The noted coil damage likely occurred during retraction. Additionally, the treatment appears to be related to the operational context of the procedure as the separated portion of the guide wire was embedded with an unspecified stent. The noted kinks, bends on the core and twisted shaping likely occurred during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.